Manufacturer narrative:
The primary di# has been used as the lot information is unknown. One used device was returned for investigation. The device was visually inspected and there were no damages or anomalies observed. During the functional testing, no flow was observed for the occlusion test, indicating an occlusion and no leaks were observed on the tubing during the leak test. The complaint of an occlusion can be confirmed. The probable cause is due to a solvent application error during manufacturing. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
The customer returned the device stating, "elevated blood glucose levels and suspected the issue was related to the infusion set and no drops were visible from the tubing during the fill cannula process". During device evaluation it was found that there was no flow was observed, indicating an occlusion.